Event description:
During cleaning, it was noticed that the gun would not properly hold the cement cartridge. Some of the screws on the gun were noticed to be stripped or missing. There was no pt involvement; therefore, no adverse consequence for any pt.

Manufacturer narrative:
Evaluation results of the functional test indicate that the device functioned as intended.